Manufacturer narrative:
The lens was returned in liquid in the vial. Visual inspection of the returned product found no visible damage. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mmvticmo13.2 implantable collamer lens, -13/+4/99 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, and significant reduction of irido-corneal angles. On (B)(6) 2016 ,the lens was exchanged for a shorter lens. At the date of MDR submission, the lens has been returned, but not yet evaluated.